Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. And it was stated, that there was no allegation against the screw.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during tha surgery the dom drill 25x38 ,from tray was broken into two pieces by the surgeon, while determining to place screw in shell. The broken piece was located and the two pieces were placed to one side in a bag, away from the sterile zone. There was no delay in surgery and no impact to the patient as following this the surgeons chose not to place screws in the patient and the surgery progressed. Surgery was not delayed due to the reported event. The fragments were easily removed without additional intervention. The broken drill piece was found by the surgeon and the scrub nurse confirmed confirmed all parts located.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: during tha surgery the dom drill 25x38 ,from tray was broken into two pieces by the surgeon, while determining to place screw in shell. The broken piece was located and the two pieces were placed to one side in a bag, away from the sterile zone. There was no delay in surgery and no impact to the patient as following this the surgeons chose not to place screws in the patient and the surgery progressed. I have requested that once cleaning has been completed that the pieces be put aside for us to collect and return to head office. An lir will be lodged requesting a new drill piece to replace the broken one. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that pin rev dome drill 25mm had the tip broken. No additional damage was observed on device. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, therefore the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pin rev dome drill 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an end of life problem, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d4(lot), h4 corrected: h3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received: during tha surgery the dom drill 25x38 ,from tray was broken into two pieces by the surgeon, while determining to place screw in shell. The broken piece was located and the two pieces were placed to one side in a bag, away from the sterile zone. There was no delay in surgery and no impact to the patient as following this the surgeons chose not to place screws in the patient and the surgery progressed. I have requested that once cleaning has been completed that the pieces be put aside for us to collect and return to head office. An lir will be lodged requesting a new drill piece to replace the broken one. The product was not returned to depuy synthes, however photos were provided for review. See attachment (pc_drill_kene_15.2.24.jpg). The photo investigation revealed that pin rev dome drill 25mm had the tip broken. No additional damage was observed on device. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, therefore the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pin rev dome drill 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an end of life problem, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - during tha surgery the dom drill 25x38, from tray was broken into two pieces by the surgeon, while determining to place screw in shell. The broken piece was located and the two pieces were placed to one side in a bag, away from the sterile zone. There was no delay in surgery and no impact to the patient as following this the surgeons chose not to place screws in the patient and the surgery progressed. I have requested that once cleaning has been completed that the pieces be put aside for us to collect and return to head office. An lir will be lodged requesting a new drill piece to replace the broken one. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of returned device revealed the tip broken from pin rev dome drill 25mm due to repeated use. Broken fragment was returned for evaluation. No additional damage was found on device surface. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, however taking in consideration the age of the device (around 6 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the pin rev dome drill 25mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.